Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient was getting minimal pain relief on (B)(6) 2022. Lead migration was confirmed; however, there are no known external factors noted to be contributing to the lead migration as the patient has not had any falls. The manufacturer representative has reprogrammed the patient for better coverage/relief which as resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.